Event description:
Additional information reported that the surgical revision was performed on (B)(6) 2023, and an external jelly compression was found and removed. The pump flow increased following the procedure.

Manufacturer narrative:
This event occurred at (B)(6). Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) could not be confirmed through the evaluation of the submitted images. A specific cause for the reported obstruction could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the patient's consciousness problems, as well as a direct correlation between the outflow graft obstruction and the consciousness problems could not be conclusively established. The controller event log file contained events from 19oct2023. No notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿ (under "ongoing patient assessment and care"), includes a list of heartmate 3 patient assessments, including assessment of the patient's level of consciousness. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted to report the investigation findings.

Event description:
It was reported that the was admitted for consciousness problems. A computed tomography angiography (cta) and chest x-ray were performed and showed a 60% stenosis of the outflow graft. Their flow parameters were stable. The patient was planned for surgical revision.

Manufacturer narrative:
Section h6 investigation findings: 4251 - undesirable presence of endogenous materials. No further information was provided. The manufacturer is closing the file on this event.